Event description:
It was reported the patient's scs lead was replaced due to the patient no longer receiving effective stimulation because of lead migration. The issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.